Event description:
Falsely elevated carbon dioxide (co2) results were obtained on multiple patient samples on the dimension vista 1500 instrument. The initial results were reported to the physician(s). The samples were reprocessed on an alternate dimension vista 1500 instrument. The repeat results recovered lower than the initial results. The repeat results were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2 patient results.

Manufacturer narrative:
A united states customer contacted the siemens customer care center (ccc) and reported that falsely elevated carbon dioxide (co2) results were obtained on multiple patient samples on a dimension vista 1500 instrument. Siemens reviewed the instrument data and determined that the resistivity of millipore water dropped below 1.0 mohms/cm, which is under the specification. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse observed that the customer installed progard/qgard in incorrect area. The cse replaced permeate cell and emptied and filled the tank. Further, the cse replaced the qgard and the resistivity of millipore water recovered within acceptable range. The cse checked the calibration and quality control (qc), both recovered within range. Siemens evaluated the event and determined that poor water quality potentially contributed to the falsely elevated carbon dioxide (co2) results. The instrument is performing according to specifications. No further evaluation of this device is required.